Event description:
This report is being filed to submit additional information. The lead was later surgically abandoned but, upon further testing, lead fracture was not confirmed. The physician now suspects a device header issue as the same issue occurred with new leads connected to the chronic device. A new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch occurred due to out-of-range impedance on both this right ventricular, and associated right atrial, lead. Reproducible noise was present on both leads and fractures were suspected. The patient, who has an underlying rhythm in the 40 beat-per-minute range, reported feeling dizzy periodically. Sensitivity was decreased on both the ra and rv channels and the patient was scheduled to visit the electrophysiologist. No additional adverse patient effects were reported. Records indicate that this lead remains in service.